Event description:
Nail broke at the bore-hole for the lag screw. Proximal of distal cross screws is also broken. The surgeon made the revision last week with a pfn nail from synthes. There was no adverse consequence for the patient.